Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please confirm if all the generated fragments were removed from the patient? Yes. Was there any adverse consequence associated with the patient? If yes, please provide more details. No. What is the current status of the patient? Discharged from the hospital. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. Events reported via: 2210968-2022-06345, 2210968-2022-06346.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/12/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4 h3 investigation summary: manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code vp2437 lot t1057. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code vp2437 lot t1057 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-breakage suture/ performance-bending needle intra op, knot tensile strength test as well as needle visual inspection, stiffness and ductility test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 22.85 n and value at release was found to be 24.04 n which meets the usp average knot pull tensile strength requirement i.e. Nlt 17.40 n. Complaint is also for performance-needle bending intra op, hence needle visual inspection along with stiffness and ductility test performed. Five retain samples of each raw needle mrn (0001519983,0001519986) were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc. Attribute defects such as bend, cracked barrel, fins, and were found satisfactory. Bore diameter, wire diameter, and bore depth test results were found to be meeting specification requirement. No defects were observed in the retain sample testing. These retain samples were tested for % stiffness test & ductility test and found to meet specification requirement. Stiffness test was performed to check the behavior of the needle material and process control. For (mrn.0001519983,0001519986) the average % stiffness test value of the retain samples was found to be 67% and 68% respectively. All individual stiffness values were found to be above in-house specification requirement for %stiffness test meeting stiffness minimum individual in-house requirement i.e. Nlt 51 %. Further ductility test was performed to check the behavior of the needle material and process control. For (mrn.0001519983,0001519986) the average ductility test values of the retain samples was found to be 2.0 and 2.0 respectively. All individual ductility test values were found to be above in-house specification requirement for ductility test meeting minimum individual in-house requirement i.e. Nlt 1.5 all the individual as well as average knot pull tensile strength test values as well as needle visual inspection, needle stiffness and ductility test values were found to meet the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated code vp2437 lot t1057 no other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/30/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. Batch manufacturing records of vp2437/t1057 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Trade name - irgacare® active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m. Events reported via: 2210968-2022-06345, 2210968-2022-06346, 2210968-2022-06348.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/9/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: 01 opened complaint sample foil along with zipper tray, zipper lid and needle received for investigation for code vp2437 lot t1057. Impacted suture was not received for investigation. Received needle was visually inspected under 10 x magnification and it has been observed that several user instrument marks and bent up appearance right behind the bend area were observed. This indicated that the needle was grasped with force. The foil packs were inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed.